Event description:
It was reported that during a vessel harvesting procedure (saphenous vein), that the vasoview hemopro 2 shears piece broke off inside of jaws. The silicone sheath and the heater wires were damaged during branch division. Harvester felt that the jaws may have superheated affecting the functionality of the silicone sheath, harvester uses the jaws to move surrounding tissue which may have cause the jaws to malfunction and the sheath to peel away, as there was tissue buildup on the jaws. Advancing the jaws may have also caused the heater wires to be exposed and the during the act of moving tissue bent these wires. The device was changed out. No patient injury reported.

Manufacturer narrative:
(B)(4). E1 event site name: (B)(6) hospital. The device was returned to the factory for evaluation on 11/05/2025. An investigation was conducted on 10/29/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the intact jaws. The heater wire was observed to be flexed and bent away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on both the hot and cold jaw were observed to be intact. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was not confirmed however, the analyzed failure "material twisted/ bent wire" was observed. The lot # 3000506467 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.